Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: lead tech h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and evaluation of three roadrunner uniglide hydrophilic wire guides, flaking was noted on the wires. The wires were lubricious; however, small white ¿flakes¿ were noted near the middle of the wires, which felt sticky when dried. There was no patient involvement, as this was found during evaluation of the wires at the manufacturer.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: upon return and evaluation of three roadrunner uniglide hydrophilic wire guides, flaking was noted on the wires. The wires were lubricious; however, small white ¿flakes¿ were noted near the middle of the wires, which felt sticky when dried. There was no patient involvement, as this was found during evaluation of the wires at the manufacturer. B3: the date of the event was not (B)(6) 2024 as originally reported, as the devices associated with this complaint were not associated with a patient or procedure. The devices were evaluated at cook on (B)(6) 2024. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the unused complaint devices was also conducted. Three unused wires were returned to cook for investigation. The wire guide holders were flushed to remove the wires. The wires were lubricious; however, small white ¿flakes¿ were noted near the middle of the wires, which felt sticky when dried. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the previous medwatch report was sent.